Manufacturer narrative:
The logbook, service report and further communication with a dräger service technician were available for the investigation at the manufacturer. The first review of the logbook confirmed a communication failure between the cockpit and the v-unit. A reboot of the ventilation unit was not detected. For this reason, the case was initially classified as non-reportable. Further requests and excerpts of the log of the affected evita v500 with the serial number (B)(4) were requested. During the subsequent analysis, a reboot of the ventilation unit was observed for an unknown reason. After the single, the device was also examined on site by a dräger service technician. During the examination and intensive functional tests, no unexpected reboots or noticeable logbook entries that could lead to a reboot occurred. A reboot of the ventilation unit forces a communication problem between the v500 and the c500. If communication between the two systems is not established, ventilation parameters cannot be changed via the control unit (c500). This corresponds with the reported statement that no operation was possible. The safety concept of the device provides that the software monitors the function of the device with regard to correct operation. If the safety software detects an internal error in the ventilation unit, a reboot of the ventilation unit is initiated, accompanied by an acoustic alarm. In the event that the unit interrupts ventilation, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is output with accompanying acoustic alarm tone sequence. Contrary to the initial event description, the user's statement of the alarm message "device malfunction (3)" cannot be confirmed. The unit is back in clinical use with no further deviations. The case is classified as reportable in recurrence with final investigation. Quality field data is recorded and assessed by the responsible quality board. Successful reboot, the alarm message "ventilation unit restarted" was issued by the device as specified and ventilation continued with the last settings. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that during CPAP ventilation with asb of a spontaneously breathing patient, the affected device suddenly failed ventilation with a loud alarm sound (auxiliary alarm), error 3 was displayed and no further operation or resumption of ventilation was possible. The device was immediately replaced with another one. The patient was not harmed because the device was only used to support spontaneous breathing. After a few hours or the next day, the device appeared inconspicuous in the device check and test run, but the failure can be traced in the logbook. The first review of the logbook could confirm a communication failure between the cockpit and the v-unit. In the event of a cockpit malfunction, the running ventilation is not interrupted. A failure of the ventilation cannot be confirmed so far. The unit alerted and no health consequences of the patient were reported.